Manufacturer narrative:
Therefore, because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a r-pilot broke during use. Tooth was extracted.

Manufacturer narrative:
The returned r-pilot 25mm is broken in the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1401921 and #1402282). Per bounding with previous complaints pr#1667667 and (B)(4), some available unused files had been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the production vdw batch #210283 is conforming (representative sampling). No fault found, production meets specifications.